Event description:
It was reported that a patient in critical condition with multiple co-morbidities developed two pressure ulcers on the left side of her head while on the rotorest delta.

Manufacturer narrative:
The health care provider indicates that the patient was in critical condition with multiple co-morbidities. The health care provider further indicates that while the patient was on the rotorest delta, she sustained skin breakdown. The health care provider also indicates that there were two pressure ulcers on the left side of the patient's head. The health care provider also indicates that the preauricular pressure ulcer was stage iii skin breakdown and was approximately 5cm x 3 cm; the postauricular pressure ulcer was also stage iii skin breakdown and was approximately 3cm x 2 cm. The health care provider further indicates that the patient had facial edema and the skin breakdown occurred because the head packs on the bed were not adjusted by the staff. Upon kci's investigation into this event, the hospital reported that this was a training issue and not a device malfunction. The kci representative has performed in-servicing on the unit with individuals at the facility where this event occurred. There have been no problems with subsequent rotorest placements at the facility where this even occurred. Kci is reporting this event pursuant to our current MDR policy- stage iii and stage IV skin breakdown are considered a serious injury and will be reported without regard to whether the kci product may have caused or contributed.